Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, "pump would display the constant reload set message and the pump would run with the door not fully closed," which was observed during evaluation. The symptom was confirmed through a review of the device event history log as "load set" and "door jammed" prompts. Evaluation found the door latch to malfunction which caused the door jammed messages. The upper auxiliary assembly was replaced to correct the condition. The cause for the "reload set" messages was not addressed. The device is no longer in its as-received condition and therefore the cause for the "reload set" messages in the log could not be addressed. The device was retested and monitored throughout the service process to ensure proper functionality per device specification.

Event description:
It was reported that a spectrum pump would display the constant reload set message and the pump would run with the door not fully closed during baxter's evaluation of the pump. It was also reported there was no patient involvement.